Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side rupture with intracapsular silicone diffusion, and capsular contracture bake grade IV. Healthcare professional additionally reported auto-immune disease not related to the device. The device has been explanted. Treatment was provided as a capsulectomy.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture with intracapsular silicone diffusion, and auto-immune disease. Device has been explanted.